Event description:
A healthcare facility in china reported that the tubing of a bc191- 05 flexitrunk nasal tubing was broken. There was no patient involvement.

Manufacturer narrative:
(B)(6). Section g4: PMA/510(k) number - no 510(k) number included due to the subject device being exempt from pms pathway to regulatory approval. Method: the subject device, bc191-05 flexitrunk nasal tubing was discarded by the healthcare facility and therefore was not available for evaluation by fisher & paykel healthcare (f&p). Our investigation is thus based on the information provided by the healthcare facility and our knowledge of the product. Result: a nurse in the healthcare facility in china reported that the tubing of a bc191- 05 flexitrunk nasal tubing was broken. Conclusion: due to the subject device not being returned to f&p for evaluation, the exact cause of the reported event could not be determined. As part of the manufacturing process, each flexitrunk nasal tubing device undergoes visual inspection and leak testing. Devices that do not meet the specifications are rejected and not released for distribution. The user instructions which accompany the bc191-05 flexitrunk nasal tubing include the following: - "handle with care. Use caution when positioning or disconnecting to the infant interface. Avoid excessive pull forces, sharp objects, and tubing holders. Damage to the tubing may cause loss of pressure and require immediate replacement." "Do not use if the product or packaging is damaged" - "use patient oxygen monitoring".